Event description:
The account alleged the brakes were not locking. No injury reported.

Manufacturer narrative:
The tech was unable to replicate the brake issue; he found the brakes functioned as designed.